Event description:
It was reported that during the implant procedure, the device showed intermittent capture and high thresholds. It was also noted that the lead was repositioned, connected to the new device and the situation improved. A new device was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.